Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.198" x 0.567" was found to be broken off and was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument collided with another instrument and broke. A fragment from the instrument reportedly broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a possible foreign object. All of fragments were retrieved and confirmed to be retrieved through visual inspection and an x-ray. There was no additional procedure required to remove the fragment.